Event description:
It was reported that when an altrix cover was connected and the device was switched on, the water did not enter the cover, so the therapy did not work. There was patient involvement, but no serious injury or adverse consequences were reported. A surgical delay in treatment was reported in that thermal regulation was ineffective for 4 hours, and body temperature was maintained at 39°-40°c.

Manufacturer narrative:
The correct device has been identified and evaluated. The catalog number, serial number, and manufacturing date have been updated. The investigation has been completed. It was reported by the customer that there was a flow issue into the device's blanket. The customer tried to inject the blanket with water, further damaging the blanket. Replacing the blanket resolved the issue. Based on this information, a stryker sr. Qae determined that the cause for the alleged issue of, during therapy blanket/wrap contact surface not cold enough condition, was likely due to a broken/damaged blanket assembly. In addition, based on the labeling review, this device has exceeded its expected service life, which may have caused or contributed to the alleged event.

Event description:
It was reported that when an altrix cover was connected and the device was switched on, the water did not enter the cover, so the therapy did not work. There was patient involvement, but no serious injury or adverse consequences were reported. A surgical delay in treatment was reported in that thermal regulation was ineffective for 4 hours, and body temperature was maintained at 39°-40°c.